Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024 it was reported by the patient that infusion set came off while having shower. No further information available.